Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the customer reported experiencing continuous high blood glucose (bg) levels. Bg value not provided. Reportedly, the customer's mother administered manual injection to address bg because the customer was feeling unwell. The customer believed that the cause of the bg level was due to the pump not delivering the correct amount of insulin. The customer declined assistance from tandem technical support regarding the issues and continued to use the pump for insulin therapy.